Manufacturer narrative:
The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads. However, the insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is chipping at the battery compartment and a piece broke off. The customer did not know how the damage occurred. Blood glucose value at the time is unknown but customer stated he had high blood glucose on (B)(6) 2015. The customer stated he had treated with a bolus but blood glucose went from 419 to over 600 mg/dl. He changed the site and was able to get it down. The customer stated this issue had occurred twice in the last few weeks. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.